Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hepatobiliary surgery. The device was unable to fire. The surgeon was unable to squeeze the handle. The device was replaced immediately and the treatment was continued. There was no patient injury.